Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis of the implantable cardiac monitor confirmed the issue observed in the field. A battery anomaly had prevented interrogation. When used with a new battery, the device exhibited normal characteristics.

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. A firmware download was performed on (B)(6) 2014 and the device could not be interrogated. On (B)(6) 2014, the device was explanted.